Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 12 previously reported events are included in this follow-up record.   Product return status 12 devices were received.   Event confirmation status 9 reported events were confirmed. 3 reported events were not confirmed. Evaluation results 4 devices were found to be affected by internal component corrosion. 8 devices were found to be affected by a lubrication problem.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device reportedly overheated. 9 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact. 1 event had the patient receive a first-degree burn.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 12 events were reported for this quarter.   Product return status: 12 devices were received.   Event confirmation status: 6 reported events were confirmed; the cause traced to component failure. 3 reported events were not confirmed. 3 device evaluations are still in progress. Evaluation results: 5 devices were found to be affected by compromised lubrication. 4 devices were found to be affected by internal corrosion.   Additional information: 12 devices were not labeled for single-use. 12 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device reportedly overheated. 9 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact. 1 event had the patient receive a first-degree burn.